Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/10/2019. Technical support advised checking the central processing unit (cpu) connector for corrosion and oxidation. The customer reported that they removed the new pm pcba to inspect the connector on the cpu and did not find any issues, but cleaned the connector with contact cleaner. The customer then installed the original pm pcba and the ventilator did not generate any alarms. The ventilator was placed back in to service with no issues reported. Customer resolved through remote troubleshooting.

Event description:
It was reported that a v60 backup alarmed failed. The ventilator was not in use on a patient at the time of the reported event.